Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of crack was confirmed upon inspection of the sample. Analysis of the sample showed a ¿v¿ cut on the catheter tubing. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. From the actual sample, a ¿v¿ cut was observed on the catheter tubing that matches the shape of the bevel, which could be caused by the needle piercing through the catheter. The assembly process was reviewed. If the needle pierced through the catheter during the manufacturing process, the defect would be detected and auto rejected by the 100% inline tip spear vision inspection system. Needles can pierce through the catheter during product application, when the product was manipulated, or during needle cover removal if not done carefully. Current control is an in-process inspection in place to check for needles that have pierced through the catheter. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
It was reported that bd angiocath plus 22ga x 1in-cracked. Damage of middle of the catheter.